Manufacturer narrative:
The date of this submission is 08-apr-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 11-feb-2014 from a (B)(6) caucasian male consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included prilosec (omeprazole) as needed for heartburn. Other history included smoking. On an unspecified date, during the beginning or middle of (B)(6) 2014, the consumer started using k-y ultra gel, topically, four times in one night and a few days later, three times in one night, quarter of the bottle in total, for lubrication (lot number 0052c, expiration date 31-jul-2014). After an unspecified duration, in (B)(6) 2014, in the week following the device usage, he experienced pain during urination. He further stated that the device turned his sheets blue. He did not use the device further. At the end of (B)(6) 2014, he visited a clinic and was diagnosed with urinary tract infection. He also underwent unspecified blood work and results were negative. He was given an unspecified antibiotic injection and unspecified "strong" antibiotic pills for treatment and the infection resolved after about nine days. A review of the complaint data revealed no unfavorable trends and no trend for the reported lot number. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention). The company causality was assessed as related. Additional information received on 17-mar-2014. The device name was changed from k-y ultra gel to k-y brand sensual silk. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. An increase was noted which could be attributed to an increase in shipment quantities. Device history record was reviewed and found to be acceptable. Manufacturing/ facility issues were reviewed and no issues were found related to the reported defect. A visual and analytical retain evaluation met specification. Based upon an acceptable document and manufacturing issue review, acceptable retain and no unfavorable trends a root cause could not be determined. No evidence was found that would indicate that the cause of the complaint occurred during the manufacturing/ packaging process of the product. This complaint would be closed as undetermined. Complaint trends would continue to be monitored. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2014 from a (B)(6 )-year-old male consumer reporting on self from the united states. The medical history included heartburn. The concomitant medication included prilosec (omeprazole) as needed for heartburn. Other history included smoking. On an unspecified date, during the beginning or middle of (B)(6) 2014, the consumer started using k-y ultra gel, topically, four times in one night and a few days later, three times in one night, quarter of the bottle in total, for lubrication (lot number 0052c, expiration date 31-jul-2014). After an unspecified duration, in (B)(6) 2014, in the week following the device usage, he experienced pain during urination. He further stated that the device turned his sheets blue. He did not use the device further. At the end of (B)(6) 2014, he visited a clinic and was diagnosed with urinary tract infection. He also underwent unspecified blood work and results were negative. He was given an unspecified antibiotic injection and unspecified "strong" antibiotic pills for treatment and the infection resolved after about nine days. A review of the complaint data revealed no unfavorable trends and no trend for the reported lot number. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention). The company causality was assessed as related.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.